Event description:
The complainant is the parent of an insulin dependent diabetic. Complainant states that the glucometer elite is "dead" because the new strips that complainant had been given had scratched the internal contacts as they were being inserted into the strip slot. Investigation into this issue was made. It was learned that the customer was using excel off brand reagent strips. Since bayer is not mfg these items it is very possible that the tolerance of the reagent contacts was exceeded and caused the meter to malfunction. Because the meter may have been damaged with the use of the excel off brand reagent strips a replacement system is being provided. A request was made to return the system for eval.